Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred, pump was slow to fill the tubing during the load process and slow to deliver insulin. There was no reported impact to customer's blood glucose. Customer did not provide additional information. Although requested, customer declined to provide further information.